Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load multiple new cartridges despite following on-screen instructions. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support and csa to review insulin type and handling, confirm proper cartridge filling and loading steps, inspect and clean pump hardware, and attempt loading with new cartridges and supplies, but loading remained unsuccessful, so pump was deemed faulty, replacement pump was shipped under warranty, and customer planned to use multiple daily injections as backup until replacement was received, with instructions provided for storage of old pump, return process, and setup of new pump and connected glucose sensor.